Manufacturer narrative:
One device was returned for analysis of complaint of defective cassette sensor. Service history shows that this device has been not in for service in the past 12 months. Visual/functional testing was performed. Customer stated problem was confirmed. The cassette sensor is defective. The downstream occlusion (dso) sensor was replaced. Resolution of the reported issue was confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that there was a defective cassette sensor. No patient harm was reported.